Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had become inoperable. Surgical intervention is pending to address this issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An ipg reaching end of life was reported to abbott. The ipg was not returned for evaluation. Additionally, stimulation settings were are not available. In absence of complete stimulation parameters and settings, it is not possible to perform an accurate longevity calculation. Based on the information received, the ipg¿s longevity estimation could not be accurately determined and a single definitive root cause for the issue encountered was unable to be conclusively determined. The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.